Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6)2015. The sensor was inserted on (B)(6) /2015. At the time of contact, the patient did not report any injury or medical intervention.